Event description:
Update rec'd 05/04/2015- litigation papers received. Litigation alleges pain, disability, and elevated metal ion levels. The doi was identified. The existing MDR decision has been reversed and the stem has been reported. The complaint was updated on: 05/11/2015.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update rec'd 7/20/15 - plaintiff's preliminary disclosure form was received, which identified correct doi and stem part/lot information. The information received does not change the MDR decision.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Asr revision.asr xl - left hip.reason for revision: painful asr.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.(B)(4).